Event description:
The customer obtained false low potassium results for patient samples and quality control fluids. The falsely low potassium result was reported to the physician. A biased potassium result of this type could cause a physician to inappropriately treat a patient. There was no report of patient harm as a result of this event.